Manufacturer narrative:
Concomitant medical products: 305c225 valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses on telemetry during the night. It was also reported that the implantable pulse generator (ipg) exhibited non-capture. The ipg remains in use. No further patient complications have been reported as a result of this event.